Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was showing loss of capture (loc) at high outputs. Undersensing was also noted on presenting electrogram. The patient had a fall; therefore, a chest x-ray was recommended to confirm rv lead placement. The patient was going to be observed by a cardiologist. At this time the rv lead has been explanted. No additional adverse patient effects were reported.